Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Stored egm noted the device exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made during the device check to resolve the oversensing issue.